Manufacturer narrative:
E1- initial reporter phone: (B)(6).

Event description:
It was reported that the stent shortened post-deployment. The target lesion was located in the iliac vein. A 16 x 60mm x 75cm wallstent-uni endoprosthesis stent was advanced for treatment. However, after deployment, the stent looked shorter than before because of closed cell. The procedure was completed with another of same device. No patient complications were reported.